Event description:
It was reported that the customer received a low power alert at (B)(6) battery life. Customer then delivered a bolus and received a message indicating the pump reset. The customer's blood glucose level was slightly elevated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.